Event description:
False negative result (s). Began feeling some symptoms and flowflex came back negative so I went into the office as normal. Felt much worse by midday so went to a walk-in clinic and tested positive.